Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had reached and triggered eri (elective replacement indicator). The ICD had a charge time of twenty-five seconds. Then eleven days later the ICD triggered eos (end of service). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge timeout as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that the excessive charge time likely resulted from an increase in battery resistance induced by lithium-severing, a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.